Manufacturer narrative:
It was alleged that a patient had lip swelling after wearing spark advanced algner. There was no additional information provided if the patient has fully recovered. A follow up will de done once additional information is given.

Event description:
Patients lip swelled up after wearing spark advanced.